Event description:
The datex-ohmeda aestiva/5 anesthesia machine has a 7900 series ventilator that allows either volume limited or pressure limited ventilation. A "case end" button sequence will silence the alarms while a room turnover occurs for the next case. After pressing the "case end" button sequence, the ventilator settings default to volume limited, tidal volume 600 ml, rate 10, and peak pressure limit of 40 cm h2o. After the pt was brought to the operating room, a positive pressure leak test was performed prior to inducing general anesthesia. After the leak test, the "case end" button sequence was pushed to silence the alarms. This reset the ventilator to the above mentioned default settings, despite it being pre-set for pressure limited ventilation for this pt. This reset was not noted by the provider who activated the ventilator. After an obstuctive pattern was noted on the capnogram, auscultation revealed the prolonged inspiration and the default ventilator settings were then noted. The settings were immediately corrected. The pt did not exhibit signs of pneumothorax.